Event description:
On (B)(6) 2013, the patient reported that she had been in the hospital on (B)(6) 2013 with elevated blood glucose in the 500's mg/dl and the flu. Her target range is 80-120 mg/dl. She was treated with two injections of insulin and an IV of saline solution. She stated that the doctor removed her infusion set and saw that the cannula was bent. The patient stated that she thinks that was the cause of her elevated blood glucose level. She changed her infusion set and her blood glucose level returned to normal. She stated that she has had several infusion sets with bent cannulas. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The three used returned sample exhibits a single bend of the cannula. Samples were tested for flow and tightness. All test results were within specifications. The problem mentioned by the customer is related to a mishandling of the product by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.